Manufacturer narrative:
PMA/510(k)#: k162717 device evaluation the evo-20-25-10-e device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr (B)(4) and was created in response to the pmcf study. Manufacturing records review: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0061) lists ¿reocclusion¿ as a potential adverse event. The warnings section of the instructions for use, ifu0061 which accompanies this device instructs the user; "after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding." There is evidence to suggest that the customer did not follow the instructions for use. This will be captured in pr(B)(4). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had oesophageal cancer, the cause of the obstruction was reported to be due to tumour progression. Also, as previously noted, ¿reocclusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity; 01 device was confirmed used. According to the initial reporter, the stent was implanted on december 2019. The patient experienced gastrointestinal food bolus impaction 27 days post procedure, the patient required it to be removed endoscopically, and it was reported that the patient recovered/stabilised following this. The event was not related to the study device or procedure but was related to the progression of the tumor. Patient death was reported 113 days post procedure, it was reported that the death was due to primary disease progression.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13 dec 2024.

Manufacturer narrative:
PMA/510(k)#: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2019 date of first implant procedure for intrinsic malignant obstruction in esophagus radiation received during follow up (B)(4). Gastrointestinal food bolus impaction 27 days post procedure. Removed medically. The site determined the event to not be related to the study device or procedure, related to progression of tumor. Patient death 113 days post procedure due to pneumonia. Primary disease (malignancy) progression. The event was noted as resolved (patient recovered/stabilized). At 113 days post-procedure, the patient died. The cause of death was pneumonia and was related to primary disease (malignancy) progression.

Event description:
A supplemental correction report is being submitted following the reopening of the complaint on 11 aug 2025 to capture use error of administering radiation post stent placement, as additional complaint (B)(4) which was capturing the event is being cancelled. Investigation notes were updated and completed on 12 aug 2025 for this correction.

Manufacturer narrative:
Evice evaluation the evo-20-25-10-e device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the attached pmcf study manufacturing records review: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0061) lists ¿reocclusion¿ as a potential adverse event. The warnings section of the instructions for use, ifu0061 which accompanies this device instructs the user; "after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding." There is evidence to suggest that the customer did not follow the instructions for use. This will be captured in the pms log. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had oesophageal cancer, the cause of the obstruction was determined by the site to be due to tumour progression. Also, as previously noted, ¿reocclusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity, 01 device was confirmed used. According to the initial reporter, the stent was implanted on (B)(6) 2019. The patient experienced gastrointestinal food bolus impaction 27 days post procedure, the patient required it to be removed endoscopically, and it was reported that the patient recovered/stabilised following this. The event was not related to the study device or procedure but was related to the progression of the tumor. Patient death was reported 113 days post procedure; it was reported that the death was due to primary disease progression.